Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: this complaint device was received and visually inspected. Visual observation confirms the laser line is faded. The other laser markings are also faded. This device is more than a year old and its visual appearance indicate possible heavy use. It was determined from past investigations of similar failure modes that this product in general is susceptible to the autoclave process negatively affecting the laser lines. Repeated use/ sterilization cycles further contribute to this failure mode. This failure can be attributed to normal field wear. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed dissimilar complaints from this lot released to distribution. The failures for these complaints were addressed in their respective complaints and has no link to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were (B)(4) devices released for distribution on 5/18/2012. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported issues with two of the customer's healix advance br 4.5mm anchors and one of their 4.5m healix advance awls during a rotator cuff procedure. He stated the first anchor which he gave us the lot number for broke in half upon insertion. The surgeon took the broken anchor out of the patient, made a new bone hole, and inserted a new anchor with no consequences. Then the surgeon over drilled into the bone due to faded laser lines on the awl and this caused another one of their anchors, which the sales rep did not have the lot number for, to pull out of the bone. The surgeon used a new awl, created a new bone hole, and inserted a new anchor with no patient consequences and completed the procedure. There were no delays in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.